Event description:
Issues with her sciatic nerve being pinched [pinched nerve] having less difficulty however did walk with a cane and was careful [walking difficulty] get some tests done for arthritis/ had some in her knees as well as her back [arthritis] case narrative: initial information received on 15-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case is linked with case ID (B)(4) and (B)(4) (multiple devices suspect for same patient). This case involves an elderly female patient who experienced issues with her sciatic nerve being pinched, having less difficulty however did walk with a cane and was careful and get some tests done for arthritis/ had some in her knees as well as her back with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. The patient received the first injection of the synvisc injection series in left knee on (B)(6) 2021 and second injection on (B)(6) 2021. On (B)(6) 2021, the patient received the third injection of the synvisc (hylan g-f 20, sodium hyaluronate) (formulation: solution for liquid injection) injection series in left knee at a dose of 2ml 3x via route intra-articular (lot number: arsp005c, strength: 16 mg/ 2 ml, expiry date: 28-feb-2023) (with an unknown indication). On an unknown date after unknown latency, the patient had issues with her sciatic nerve being pinched (nerve compression). She was having less difficulty however did walk with a cane and was careful (gait disturbance), which was helping her. Also, on her physician request the patient got some tests done for arthritis and would see a specialist regarding her results for arthritis. She had some in her knees as well as her back (arthritis, onset and latency: unknown). Relevant laboratory test results included: laboratory test - on an unknown date: [has some in her knees as well as her back] action taken: not applicable for all events. Corrective treatment: walk with a cane for all the events at time of reporting, the outcome was not recovered / not resolved for all events. Seriousness criteria: disability for all the events reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint (ptc) was initiated on 15-may-2023 for synvisc (lot/batch number: arsp005c and expiry date:28-feb-2023) with global ptc number: 100329619. The sample status was not available. Based on the complaint from intake team, there is no quality related defect thatwould attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number arsp005c, synvisc was manufactured on 26mar2020 with expiration date of 28feb2023 yielding (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055.furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 10 complaints for mother lot arsp005 and sub-batches. 100140885 arsp005e syringe broken while use, 100167841 arsp005d adverse event, 100167845 arsp005d adverse event, 100170489 arsp005c device leakage nos / adverse event, 100244446 arsp005c without/ not enough effect, 100244741 arsp005c without/ not enough effect, 100244813 arsp005c without/ not enough effect, 100327791 arsp005c adverse event, 100329618 arsp005c adverse event and 100329619 arsp005c adverse event. There is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA (corrective action and preventive action) required. Sanofi will continue to adverse events. Trend analysis will be performed on a periodic basis as per rdgsop- 000440 "product event handling" to determine if a CAPA is required. The final investigation for the ptc was completed on 16-jun-2023 with summarized conclusion as 'no assessment possible'. Additional information was received on 16-jun-2023 from the quality department. Ptc results added with global ptc number. Strength and formulation added. Text amended accordingly.

Event description:
Issues with her sciatic nerve being pinched [pinched nerve] having less difficulty however did walk with a cane and was careful [walking difficulty] get some tests done for arthritis/ had some in her knees as well as her back [arthritis] case narrative: initial information received on 15-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case is linked with case ID (B)(4) and (B)(4) (multiple devices suspect for same patient). This case involves an elderly female patient who experienced issues with her sciatic nerve being pinched, having less difficulty however did walk with a cane and was careful and get some tests done for arthritis/ had some in her knees as well as her back with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. The patient received the first injection of the synvisc injection series in left knee on (B)(6) 2021 and second injection on (B)(6) 2021. On (B)(6) 2021, the patient received the third injection of the synvisc (hylan g-f 20, sodium hyaluronate) injection series in left knee at a dose of 2ml 3x via route intra-articular (lot number: arsp005c, with an unknown strength, indication and expiry date). On an unknown date after unknown latency, the patient had issues with her sciatic nerve being pinched (nerve compression). She was having less difficulty however did walk with a cane and was careful (gait disturbance), which was helping her. Also, on her physician request the patient got some tests done for arthritis and would see a specialist regarding her results for arthritis. She had some in her knees as well as her back (arthritis, onset and latency: unknown). Relevant laboratory test results included: laboratory test - on an unknown date: [has some in her knees as well as her back] action taken: not applicable for all events. Corrective treatment: walk with a cane for all the events. At time of reporting, the outcome was not recovered / not resolved for all events. Seriousness criteria: disability for all the events. Reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same.